Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experience gastrointestinal bleeding with positive guaiac stool. The patient was transfused with 1 unit of packed red blood cells (prbc). The location of the gastrointestinal bleeding was reported as unknown. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.